Manufacturer narrative:
Section b5 describe event or problem was updated to include additional information provided by the customer. The field service representative (fsr) inspected the instrument, cleaned, replaced, and calibrated multiple parts on the module. However, no definitive part was identified as the issue. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no subsequent false reactive hiv ag/ab results were reported since the current issue was identified. A review of tracking and trending of the architect did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) was identified.

Event description:
The customer observed false reactive architect hiv ag/ab results for one serum sample. The following data was provided (interpretation of results <1.0 s/co is non-reactive): quality controls were not run prior to running patient samples. On (B)(6) 2024, sid (B)(6), initial serum result = 9.38 s/co, elisa serum result = 13.04. After the sample generated an initial reactive result, quality controls were run (2 levels of positive control) and were within range. Sid (B)(6) was repeated one time which generated a result of 2.15 s/co. Additional information was provided by the customer on 05aug2024: the serum sample was repeated on an alinity I processing module (for troubleshooting purposes only) which generated a result of 8.86 s/co a plasma sample that was collected at the same time, generated an initial architect hiv ag/ab result of 0.08 s/co, repeat on an alinity I am processing module (for troubleshooting purposes only) = 0.06 s/co. No impact to patient management was reported. Update: additional information was provided by the customer: the serum sample was repeated on an alinity I processing module (for troubleshooting purposes only) which generated a result of 8.86 s/co a plasma sample that was collected at the same time, generated an initial architect hiv ag/ab result of 0.08 s/co, repeat on an alinity I processing module (for troubleshooting purposes only) = 0.06 s/co.

Event description:
The customer observed false reactive architect hiv ag/ab results for one serum sample. The following data was provided (interpretation of results <1.0 s/co is non-reactive): quality controls were not run prior to running patient samples. (B)(6) 2024 sid (B)(6) initial serum result = 9.38 s/co, elisa serum result = 13.04. After the sample generated an initial reactive result, quality controls were run (2 levels of positive control) and were within range. Sid (B)(6) was repeated one time which generated a result of 2.15 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.